Event description:
It was reported the scope had rust color fluid exiting the insertion tube after air purge. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3. The device was returned to olympus for inspection. The reported event was not confirmed. A root cause could not be identified olympus will continue to monitor the field performance of this device.